Event description:
It was reported that the external pulse generator failed output testing. The generator was returned for service. It was indicated that there was no patient involvement associated with the event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the heart lead flex was out of electrical specification. It was also noted that both bail covers were broken, and the display was out of electrical specification with missing pixel segments. Further analysis was performed on the heart lead flex. This analysis further confirmed the event, the out of specification output was caused by a diode component failure. (B)(4).